Event description:
It was reported that patient presented to emergency room after experiencing pause episodes. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high pacing impedance. Noise oversensing was also noted on the lead, resulting in episodes of high ventricular rate (hvr). The lead was explanted and replaced. The patient was stable.